Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, that the cooler heater unit was not warming. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist (ccp): "the surgeon was done giving cold blood there was no need to delay the surgery to remedy the problem. The initial problem was how fast the patient's temperature dropped, and that I tried to warm up the water in the heater cooler. The unit wasn't pumping through the water lines efficiently enough to warm up the blood. The water was so warm in the tank that I think that's why the huge ice block melter". "Since the unit was not swapped out, I toggled between the rewarm button and the maintain thirty-eight degrees button, which very slowly rewarmed the blood. The ccp also turned off the cardioplegia (cpg) pump in the meantime. Once maintenance was called in and he observed what was going on, we noticed that the ice block melted. After a few minutes, we heard the pump or motor kick on and the water warmed up quickly after". The field service representative (fsr) confirmed the complaint. He determined the valve had mineral deposits in it. The fsr cleaned the valve, tested the unit to manufacturer's specifications and returned the unit to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.